Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat a calcified lesion in the cx. The lesion was 90% stenosed. An attempt was made to direct stent with the 4.0 x 12 vision, but failed to cross. The stent delivery system (sds) was withdrawn at which time the stent dislodged inside the guiding catheter. The dislodged stent was removed, with the guiding catheter. The lesion was then pre-dilated and a new 4.0 x 12 vision was implanted. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis of the device revealed that the catheter was returned with blood and contrast on the balloon, shaft and sidearm. There was contrast in the balloon and inflation lumen. The stent was not returned with the catheter. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were bends in the hypotube 7 cm, 25 cm and 68 cm distal to the distal end of the strain relief tubing. No other damage to the catheter was noted. The tip seal length was measured and met mfg criteria. Since the stent was not returned, the stent outer diameters could not be measured. Prod perf engineering reviewed the incident info and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology and pt disease state. The stent was not returned for analysis so it is unk if the stent profiles were within mfg spec. Crimp marks were visible on the balloon, suggesting that the stent was originally positioned correctly and securely at the time of MFR. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the sys causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement inside the guiding catheter during withdrawal of the device. There does not appear to be a prod quality problem. Also, it was reported that the device was not pre-dilated. Per the IFU (instructions for use), "prepare the vascular access site by pre-dilating the lesion." In addition, three kinks in the hypotube were noted. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott for eval. There does not appear to be any indications of a prod quality problem. Prod perf engineering will trend and monitor the experience circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the mfg line at abbott. Additionally, all stent deliver systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the prod perf group.